Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was not reported. One day after event onset, the patient was hospitalized for the event and began treatment with intraperitoneal (ip) injection of vancomycin (1gm every fifth day, ongoing), injection of fortum (1gm daily, ip, ongoing), and injection of amikacin (125mg daily, ip, ongoing) for peritonitis. The patient was recovering from the event and pd therapy was ongoing. No additional information is available.